Manufacturer narrative:
Evaluation: the long-term performance of endovascular grafts has not yet been established. All pts should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by adverse pt anatomy (anatomical changes over time).

Event description:
Graft was in original location, just below the left renal artery, which was the lowest. Rci was occluded, so physician decided to place a renu converter. There was no type I endoleak present, proximal or distal. The aneurysm had grown from 6.0 to 6.5 cm. Original stent graft placement was 2004.